Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of patient's fallopian tubes had been perforated by the essure micro-inserts/migration of essure device location of device: anterior cul-de-sac/ migration of essure device"), ovarian cyst ("ovarian cyst"), adnexal torsion ("ovarian torsion") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. A33566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2012 and device difficult to use "coil was not properly placed" in (B)(6) 2015. The patient's past medical history included headache, hypertension, wrist injury, uterine dilation and curettage, gallbladder disorder, knee operation and menarche (menarche age 12). Previously administered products included for an unreported indication: codeine phosphate, penicillin and aspirin. Past adverse reactions to the above products included anaphylactic reaction with penicillin; and drug hypersensitivity with aspirin and codeine phosphate. Concurrent conditions included uterine bleeding, pain, endometriosis, adenomyosis, asthma, ovarian cyst and ovarian torsion. Concomitant products included medroxyprogesterone (depo provera) since 1992 for contraception, menses irregular and heavy periods as well as paroxetine hydrochloride (paxil) since 2003, propranolol (inderal) since 2006 and topiramate (topamax) since 2005. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced migraine ("worsening of migraine headaches, both in frequency and intensity"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), procedural pain ("painful surgery") and mood altered ("moods"). The patient was treated with analgesics, estradiol (estradiol transdermal), hormones nos, surgery (b/l salpingectomy((B)(6) 2013) , total hysterectomy, unilateral oophorectomy), surgery (lt laproscopic salpingo oophorectomy (one side removal of ovary) on (B)(6) 2015) and surgery (lt laparoscopic salpingo oophorectomy (one side removal of ovary) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian cyst, adnexal torsion, dyspareunia, migraine, procedural pain, fatigue and mood altered was resolving and the uterine haemorrhage outcome was unknown. The reporter considered adnexal torsion, dyspareunia, fallopian tube perforation, fatigue, migraine, mood altered, ovarian cyst, procedural pain and uterine haemorrhage to be related to essure. The reporter commented: ultrasound results in (B)(6) 2013, did indicate that something was a miss with patient's fallopian tubes. As a result, physician recommended patient for surgery to remove the essure micro-inserts. Thus, in (B)(6) 2013, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes and both of the essure micro-inserts were all removed. Following surgery, patient was advised by physician that both of her fallopian tubes had been perforated by the essure micro-inserts. Physician explained to patient in light of pelvic ultrasound results in (B)(6) 2015, surgery to remove her uterus and ovary was advisable. Accordingly, later that same month (B)(6) 2015, patient underwent a partial hysterectomy and right oophorectomy, during which her uterus and right ovary were both removed. Patient's medical course following her second surgery continued to be painful and difficult, just nine months later, in (B)(6) 2015, patient's pelvic pain became unbearable. In (B)(6) 2015, pelvic ultrasound was performed, which revealed significant enlargement of left ovary. In light of these findings, patient was taken for emergency surgery to remove her left ovary. Since her last surgery in (B)(6) 2015, patient's symptoms had mostly resolved though some remain. The black positioning marker moved away from the tubal ostium and disappeared out of view into the hysteroscope operating channel. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. While continuing to stabilize the handle against the camera and hysteroscope, the button on the handle was then depressed to enable further rotation of the thumb-wheel withdrawing the orange release catheter. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. The hysteroscope and the delivery system were aligned to minimize bending of the catheter. Once I was sure that all coil expansion had occurred. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion of fallopian tubes ultrasound abdomen - in (B)(6) 2013: inconclusive as to the location of essure ultrasound pelvis - in (B)(6) 2015: enlargement of right ovary, scar tissue in uterus; in (B)(6) 2015: significant enlargement of left ovary ultrasound scan - on an unknown date: coils appears appropriately place hysterosalpingogram:rt tubal occlusion; lt coil not contagious with ft. The left tube was not blocked. (B)(6) 2013,hysterosalpingogram: findings: essure wire at level of right s3. Second essure wire overlies central aspect proximal coccyx, and does not appear to be contiguous with left fallopian tube. No contrast noted in fallopian tube beyond the proximal tip of the right essure wire which is positioned approximately 1 mm distal to right uterine cornu. Left distal fallopian tube appears occluded. Impression: bilateral essure procedure and right tubal occlusion. (B)(6) 2013, surgical pathology report: specimen: bilateral fallopian tubes gross description: the specimen is received in formalin and labeled "bilateral fallopian tubes". It consists of two fimbriated grey-pink tortuous fallopian tubes, 7.2 cm in length x 0.4 cm in diameter each. One of the fallopian tubes shows disrupted serosa. The other fallopian tube has a 3.1 cm long coiled grey metallic wire placed in the distal end of the specimen. A 10 cm in length similar wire is separately received. The entire specimen with the exception of the site of wire, is submitted as follows: 1a and 1b fallopian tube with wire, 1c ¿ 1e fallopian tube with serosal disruption. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿fallopian tube perforation, ovarian cyst, ovarian torsion. Concerning injuries reported in this case the following one/ones were described in patient medical records: abnormal uterine bleeding, novasure ablation was performed with essure placement (medical device monitoring error). Batch number s19031 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received :event added-mood, coil was not properly placed. Outcome of event moods was updated to recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of patient's fallopian tubes had been perforated by the essure micro-inserts/migration of essure device location of device: anterior cul-de-sac"), ovarian cyst ("ovarian cyst"), adnexal torsion ("ovarian torsion") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. A33566) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2012. The patient's past medical history included headache, hypertension, wrist injury, uterine dilation and curettage, gallbladder disorder, knee operation and menarche (menarche age 12). Previously administered products included for an unreported indication: codeine phosphate, penicillin and aspirin. Past adverse reactions to the above products included anaphylactic reaction with penicillin; and drug hypersensitivity with aspirin and codeine phosphate. Concurrent conditions included uterine bleeding, pain, endometriosis, adenomyosis, asthma, ovarian cyst and ovarian torsion. Concomitant products included medroxyprogesterone (depo provera) since 1992 for contraception, menses irregular and heavy periods as well as paroxetine hydrochloride (paxil) since 2003, propranolol (inderal) since 2006 and topiramate (topamax) since 2005. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and migraine ("worsening of migraine headaches, both in frequency and intensity"). On an unknown date, the patient experienced ovarian cyst (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant) and procedural pain ("painful surgery"). The patient was treated with analgesics, estradiol (estradiol transdermal), hormones nos, surgery (b/l salpingectomy((B)(6) 2013) , total hysterectomy (full) ((B)(6) 2015) unilateral oophorectomy), surgery (lt laproscopic salpingo oophorectomy (one side removal of ovary) on (B)(6) 2015) and surgery (lt laproscopic salpingo oophorectomy (one side removal of ovary) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian cyst, adnexal torsion, dyspareunia, migraine, procedural pain and fatigue was resolving and the uterine haemorrhage outcome was unknown. The reporter considered adnexal torsion, dyspareunia, fallopian tube perforation, fatigue, migraine, ovarian cyst, procedural pain and uterine haemorrhage to be related to essure. The reporter commented: ultrasound results in (B)(6) 2013, did indicate that something was a miss with patient's fallopian tubes. As a result, physician recommended patient for surgery to remove the essure micro-inserts. Thus, in (B)(6) 2013, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes and both of the essure micro-inserts were all removed. Following surgery, patient was advised by physician that both of her fallopian tubes had been perforated by the essure micro-inserts. Physician explained to patient in light of pelvic ultrasound results in (B)(6) 2015, surgery to remove her uterus and ovary was advisable. Accordingly, later that same month (b(6) 2015, patient underwent a partial hysterectomy and right oophorectomy, during which her uterus and right ovary were both removed. Patient's medical course following her second surgery continued to be painful and difficult, just nine months later, in (B)(6) 2015, patient's pelvic pain became unbearable. In (B)(6) 2015, pelvic ultrasound was performed, which revealed significant enlargement of left ovary. In light of these findings, patient was taken for emergency surgery to remove her left ovary. Since her last surgery in (B)(6) 2015, patient's symptoms had mostly resolved though some remain. The black positioning marker moved away from the tubal ostium and disappeared out of view into the hysteroscope operating channel. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. While continuing to stabilize the handle against the camera and hysteroscope, the button on the handle was then depressed to enable further rotation of the thumb-wheel withdrawing the orange release catheter. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. The hysteroscope and the delivery system were aligned to minimize bending of the catheter. Once I was sure that all coil expansion had occurred. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion of fallopian tubes ultrasound abdomen - in (B)(6) 2013: inconclusive as to the location of essure ultrasound pelvis - in (B)(6) 2015: enlargement of right ovary, scar tissue in uterus; in (B)(6) 2015: significant enlargement of left ovary ultrasound scan - on an unknown date: coils appears appropriately place hysterosalpingogram:rt tubal occlusion; lt coil not contagious with ft. The left tube was not blocked. (B)(6) 2013,hysterosalpingogram: findings: essure wire at level of right s3. Second essure wire overlies central aspect proximal coccyx, and does not appear to be contiguous with left fallopian tube. No contrast noted in fallopian tube beyond the proximal tip of the right essure wire which is positioned approximately 1 mm distal to right uterine cornu. Left distal fallopian tube appears occluded. Impression: bilateral essure procedure and right tubal occlusion. (B)(6) 2013, surgical pathology report: specimen: bilateral fallopian tubes gross description: the specimen is received in formalin and labeled "bilateral fallopian tubes". It consists of two fimbriated grey-pink tortuous fallopian tubes, 7.2 cm in length x 0.4 cm in diameter each. One of the fallopian tubes shows disrupted serosa. The other fallopian tube has a 3.1 cm long coiled grey metallic wire placed in the distal end of the specimen. A 10 cm in length similar wire is separately received. The entire specimen with the exception of the site of wire, is submitted as follows: 1a and 1b fallopian tube with wire, 1c ¿ 1e fallopian tube with serosal disruption. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿fallopian tube perforation, ovarian cyst, ovarian torsion. Concerning injuries reported in this case the following one/ones were described in patient medical records: abnormal uterine bleeding, novasure ablation was performed with essure placement (medical device monitoring error). Batch number (B)(6) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of patient's fallopian tubes had been perforated by the essure micro-inserts") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("severe pelvic pain when not menstruating"), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping when not menstruating/ severe abdominal cramping, when not menstruating"), dyspareunia ("painful intercourse") and migraine ("worsening of migraine headaches, both in frequency and intensity"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful surgery"). The patient was treated with surgery (bilateral salpingectomy during which both of fallopian tubes and essure micro-inserts removed). Essure was removed in (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain lower, dyspareunia, migraine and procedural pain was resolving. The reporter considered abdominal pain lower, dyspareunia, fallopian tube perforation, migraine, pelvic pain and procedural pain to be related to essure. The reporter commented: ultrasound results in (B)(6) 2013, did indicate that something was a miss with patient's fallopian tubes. As a result, physician recommended patient for surgery to remove the essure micro-inserts. Thus, in (B)(6) 2013, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes and both of the essure micro-inserts were all removed. Following surgery, patient was advised by physician that both of her fallopian tubes had been perforated by the essure micro-inserts. Physician explained to patient in light of pelvic ultrasound results in (B)(6) 2015, surgery to remove her uterus and ovary was advisable. Accordingly, later that same month (B)(6) 2015, patient underwent a partial hysterectomy and right oophorectomy, during which her uterus and right ovary were both removed. Patient's medical course following her second surgery continued to be painful and difficult, just nine months later, in (B)(6) 2015, patient's pelvic pain became unbearable. In (B)(6) 2015, pelvic ultrasound was performed, which revealed significant enlargement of left ovary. In light of these findings, patient was taken for emergency surgery to remove her left ovary. Since her last surgery in (B)(6) 2015, patient's symptoms had mostly resolved though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion of fallopian tubes ultrasound abdomen - in (B)(6) 2013: inconclusive as to the location of essure ultrasound pelvis - in (B)(6) 2015: enlargement of right ovary, scar tissue in uterus; in (B)(6) 2015: significant enlargement of left ovary. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("both of patient's fallopian tubes had been perforated by the essure micro-inserts/migration of essure device location of device: anterior cul-de-sac"), ovarian cyst ("ovarian cyst"), adnexal torsion ("ovarian torsion") and uterine haemorrhage ("abnormal uterine bleeding") in a 39-year-old female patient who had essure (batch no. A33566/s19031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "novasure ablation was performed with essure placement" on (B)(6) 2012. The patient's past medical history included headache, hypertension, wrist injury, uterine dilation and curettage, gallbladder disorder nos, knee operation and menarche (menarche age 12). Previously administered products included for an unreported indication: penicillin, aspirin and codeine phosphate. Past adverse reactions to the above products included anaphylactic reaction with penicillin; and drug hypersensitivity with aspirin and codeine phosphate. Concurrent conditions included uterine bleeding, pain, endometriosis, adenomyosis and asthma. Concomitant products included medroxyprogesterone (depo provera) since 1992 for contraception, menses irregular and heavy periods as well as paroxetine hydrochloride (paxil) since 2003, propranolol (inderal) since 2006 and topiramate (topamax) since 2005. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and migraine ("worsening of migraine headaches, both in frequency and intensity"). On an unknown date, the patient experienced ovarian cyst (seriousness criteria medically significant and intervention required), adnexal torsion (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and procedural pain ("painful surgery"). The patient was treated with analgesics, estradiol (estradiol transdermal), hormones nos, surgery (b/l salpingectomy(on (B)(6) 2013) , total hysterectomy (full)(on (B)(6) 2015) unilateral oophorectomy), surgery (lt laparoscopic salpingo oophorectomy (one side removal of ovary) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian cyst, adnexal torsion, dyspareunia, migraine, procedural pain and fatigue was resolving and the uterine haemorrhage outcome was unknown. The reporter considered adnexal torsion, dyspareunia, fallopian tube perforation, fatigue, migraine, ovarian cyst, procedural pain and uterine haemorrhage to be related to essure. The reporter commented: ultrasound results in (B)(6) 2013, did indicate that something was a miss with patient's fallopian tubes. As a result, physician recommended patient for surgery to remove the essure micro-inserts. Thus, in (B)(6) 2013, patient underwent a bilateral salpingectomy, during which both of her fallopian tubes and both of the essure micro-inserts were all removed. Following surgery, patient was advised by physician that both of her fallopian tubes had been perforated by the essure micro-inserts. Physician explained to patient in light of pelvic ultrasound results in (B)(6) 2015, surgery to remove her uterus and ovary was advisable. Accordingly, later that same month (B)(6) 2015, patient underwent a partial hysterectomy and right oophorectomy, during which her uterus and right ovary were both removed. Patient's medical course following her second surgery continued to be painful and difficult, just nine months later, in (B)(6) 2015, patient's pelvic pain became unbearable. In (B)(6) 2015, pelvic ultrasound was performed, which revealed significant enlargement of left ovary. In light of these findings, patient was taken for emergency surgery to remove her left ovary. Since her last surgery in (B)(6) 2015, patient's symptoms had mostly resolved though some remain. The black positioning marker moved away from the tubal ostium and disappeared out of view into the hysteroscope operating channel. At this point, approximately 1 cm of the micro-insert (wound-down coils) appeared trailing into the uterus. While continuing to stabilize the handle against the camera and hysteroscope, the button on the handle was then depressed to enable further rotation of the thumb-wheel withdrawing the orange release catheter. The outer coils of the essure micro-insert then expanded visually over the course of the next ten seconds. The hysteroscope and the delivery system were aligned to minimize bending of the catheter. Once I was sure that all coil expansion had occurred. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirmed full occlusion of fallopian tubes. Ultrasound abdomen - in (B)(6)2013: inconclusive as to the location of essure. Ultrasound pelvis - in (B)(6) 2015: enlargement of right ovary, scar tissue in uterus; in (B)(6)2015: significant enlargement of left ovary. Ultrasound scan - on an unknown date: coils appears appropriately place hysterosalpingogram:rt tubal occlusion; lt coil not contagious with ft. The left tube was not blocked. On (B)(6) 2013,hysterosalpingogram: findings: essure wire at level of right s3. Second essure wire overlies central aspect proximal coccyx, and does not appear to be contiguous with left fallopian tube. No contrast noted in fallopian tube beyond the proximal tip of the right essure wire which is positioned approximately 1 mm distal to right uterine cornu. Left distal fallopian tube appears occluded. Impression: bilateral essure procedure and right tubal occlusion. (B)(6) 2013, surgical pathology report: specimen: bilateral fallopian tubes gross description: the specimen is received in formalin and labeled "bilateral fallopian tubes". It consists of two fimbriated grey-pink tortuous fallopian tubes, 7.2 cm in length x 0.4 cm in diameter each. One of the fallopian tubes shows disrupted serosa. The other fallopian tube has a 3.1 cm long coiled grey metallic wire placed in the distal end of the specimen. A 10 cm in length similar wire is separately received. The entire specimen with the exception of the site of wire, is submitted as follows: 1a and 1b fallopian tube with wire, 1c ¿ 1e fallopian tube with serosal disruption. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as ¿fallopian tube perforation, ovarian cyst, ovarian torsion. Concerning injuries reported in this case the following one/ones were described in patient medical records: abnormal uterine bleeding, novasure ablation was performed with essure placement (medical device monitoring error). Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and medical records received: reporters details added. Aka names added. Lot number added. Case medically confirmed. Event fallopian tube perforation, ovarian cyst, ovarian torsion, novasure ablation was performed with essure placement, fatigue. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. On 27-feb-2018: no new clinical information received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.